Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed to boot due to a corrupted/failed hard drive, which caused the system to display a recovery error stating that the device could not boot properly. A field service engineer (fse) replaced hard drive and fully configured it, after which the system data was successfully synchronized. Post-repair testing confirmed that the station booted normally and all drawers were functioning correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the system had failed to boot and displayed a recovery error indicating that the device could not boot properly and required repair. Customer tried to reboot, but issue did not resolve. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.